Manufacturer narrative:
The insulin pump was received unable to prime during the prime test and alarmed motor error during the basic occlusion test due to faulty force sensor resistor. The motor passed motor test. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband reported via phone call high blood glucose levels. Customer's blood glucose level went was in the 300-500 mg/dl range. Troubleshooting for high blood glucose was performed. Customer felt thirsty as a result of high blood glucose levels. Customer performed the high pressure test and passed. Customer was missing the dome label on the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.